Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed due to the wear of the angle wire; the bending angle in the up direction did not meet the standard value. The additional evaluation findings are as follows: the wear of the angle and the play of the upward/downward knob were out of the normal range; the adhesive on the bending section cover had a crack; the adhesive around the objective lens and light guide were peeled; the universal cord had wrinkles; the adhesive of the bending section cover had a crack. The connecting tube had wrinkles; and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified and the cause remains unable to be specified since it was unknown whether reprocessing was practiced in accordance with IFU. A definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: gif/cf/pcf-290 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that while using the gastrointestinal videoscope, there was reduced downward angulation. There were no reports of patient harm. The device was returned for evaluation. The device was returned for evaluation. Inspection and testing of the device revealed that foreign material had clogged the inside of the nozzle, which was attributed to inadequate cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.